Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue; unit powers on, but there is no sound when the sensor is unplugged or the magnet is removed from the magnet plate. The nurse call fixture lights at the nurse call test fixture. The battery springs are bent and the right bottom screw on the case is corroded. There is a chip on the upper left side of the case; hold led indicator light is missing. (B)(4).

Event description:
The customer reported the alarm will not sound when it is set to voice and tone mode. The customer reported this was discovered during setup but did not know the date when found. No pt incident or injury was reported.